Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative (update 2026-6-17) abiomed was furnished with clinical updates. The nurses told the field representative that bleeding had resolved enough that they felt comfortable resuming systemic heparin and the nurse reported the hematoma at the axillary site had improved. The patient received several units of blood, systemic heparin was stopped (for what seemed to be for about 24 hours or so), and the patient received platelets. No underlying coagulopathy or disseminated intravascular coagulopathy was officially diagnosed despite the bleeding noted at all access sites. Prior clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 62 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. This pump was care escalation from a prior impella cp. Underlying medical history was not shared. The 5.5 was placed via the non-abiomed provided/recommended 8mm intergard knitted graft as per the physician preference. The patient developed a hematoma at the site. The team left a jp drain in for the blood loss and infused back 2+ units of blood to the patient. The patient anticoagulation was paused, no further systemic heparin was infused to the patient. The nursing staff did state that bleeding was occurring at most access sites. The pump remains on for support despite the blood loss without any further intervention deemed necessary. The device functions as expected, p-9 with 5.0l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
B5 updated with additional information d6b explant date added

Event description:
It was reported that the device was successfully explanted and the patient survived.

Event description:
Clinical narrative updated 2026-7-8. Further clinical details were forwarded regarding the case conclusion and patient outcome. The pump was explanted after 18 days of support due to low diastolic flow. After the pump was explanted there was biomaterial observed at the pump/near the motor. The patient did survive the event. Prior clinical narrative (update 2026-6-17). Abiomed was furnished with clinical updates. The nurses told the field representative that bleeding had resolved enough that they felt comfortable resuming systemic heparin and the nurse reported the hematoma at the axillary site had improved. The patient received several units of blood, systemic heparin was stopped (for what seemed to be for about 24 hours or so), and the patient received platelets. No underlying coagulopathy or disseminated intravascular coagulopathy was officially diagnosed despite the bleeding noted at all access sites. Prior clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 62 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. This pump was care escalation from a prior impella cp. Underlying medical history was not shared. The 5.5 was placed via the non-abiomed provided/recommended 8mm intergard knitted graft as per the physician preference. The patient developed a hematoma at the site. The team left a jp drain in for the blood loss and infused back 2+ units of blood to the patient. The patient anticoagulation was paused, no further systemic heparin was infused to the patient. The nursing staff did state that bleeding was occurring at most access sites. The pump remains on for support despite the blood loss without any further intervention deemed necessary. The device functions as expected, p-9 with 5.0l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
Updated information: b5 updated clinical narrative. D9 device return date. H6 clinical code added e050304.